Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced dyspareunia, pus draining from vagina, vaginal pain, bleeding, discharge and exposure. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.